Manufacturer narrative:
This product is not approved for sale in us but a similar product with catalog number 9392507, 510k# k094025 and (B)(4) is approved for sale in us. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review- submitted image appears to show vertebral spacer fragment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spine degenerative disease and underwent an unspecified fusion surgery. During surgery, cage broke at l5-s1 after introduction and a small fragment of cage was left within the patient since it ensured the intervertebral fusion. No patient complications were reported as a result of the event.

Manufacturer narrative:
Additional information: product analysis: visual and microscopic examination was performed on the returned small implant fragment. The fragments display evidence of brittle overload, with rays emanating away from the location of crack initiation. The above observations are consistent with overload. If information is provided in the future, a supplemental report will be issued.